Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient had a right below the knee amputation for an unspecified reason. For an unreported reason, the patient was admitted to the hospital on (B)(6) 2011. On unreported dates in (B)(6) 2011, while hospitalized, the wound became infected and then dehisced. Treatment included a right above knee amputation. The cause of the peritonitis was unknown and treatment included removing the pd catheter on (B)(6) 2011. The patient was to start in center hemodialysis. At the time of this report, the patient was recovering from all events. The nurse stated the events were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11b21041 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.